Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose value. Customer¿s blood glucose value was 400 mg/dl and above 300 mg/dl at the time of incident. Customer had nausea, headache and blurry vision. Customer treated high blood glucose value with the insulin pump and manual injection. Customer stated that they had a backup plan. Insulin pump will not be returned for analysis.